Manufacturer narrative:
The insulin pump was received no button response due to flattened down button dome switch. Also found unlocked connector and or lcd keypad connector during visual inspection. The device was received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the down arrow button was intermittently responsive. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.